Event description:
It was reported that the patient received an inappropriate high voltage therapy due to oversensing of wide qrs signals. There were no electrical anomalies and noise could not be reproduced with additional testing. Programming changes were made. The patient was stable after the event.

Manufacturer narrative:
(B)(4).